Event description:
It was reported that the patient underwent drainage of a hematoma approximately three weeks following implant of the cardiac resynchronization therapy pacemaker (crt-p). The crt-p remains in service and no additional adverse patient effects were reported.